Manufacturer narrative:
The returned device was evaluated, and the pod was received with the soft cannula deployed. Although no timeouts or drive stalls occurred, the pod data showed an 0x18 alarm occurred, indicating the pod's reservoir was empty. During fluid path testing, the fluid had no issues travelling the complete fluid path. No damages or deficiencies were observed in the pod that would inhibit it from operating as intended. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. Therefore, no problem was found regarding the reported failure to deliver insulin event. During fluid path testing a bent needle tip was observed indicating a damaged hard cannula. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to 377 mg/dl. As treatment, the patient applied a new pod.